Event description:
Product analysis was completed on the returned generator. Product analysis (pa) lab monitored device output signal for more than 24 hours while generator was placed in body temperature simulated environmental. Results showed no variation in the output signal and demonstrated the expected level of output current for the entire monitoring period. The programmed parameters gave expected generator diagnostics.the generator performed according to functional specification. The battery measured 3.015v with intensified follow-up indicator (ifi) = no and 44.888% of battery having been consumed. There were no performance or any adverse conditions found with the generator. Product analysis was completed on the returned lead. Abraded openings were identified in the inner and outer silicone tubing with a coil identified at the ends of the positive and negative lead coils. The abraded inner and outer insulation were concluded to have been cause by wear. Scanning electron microscopy images of the positive coil break show pitting or electro-etching conditions that have occurred at the break location. The fracture mechanism of the broken coil cannot be ascertained due to metal dissolution and surface contamination. The most likely cause for the pitting condition is that the generator was still programmed to deliver output, attempting to deliver therapy through an electrical load. Scanning electron microscopy of the negation coil showed what appears to be wear on the coil strand resulting in reduction of the diameter of the quadfilar coil strands up to the point of the break. The lead connector boot has partially detached at the ring/backfill interface. The reason for this condition is unknown. The lead assembly had dried remnants of what appear to have once been body fluids inside the inner silicone tubing. No obvious point of entrance other than the identified tubing openings and the end of the returned lead portion. A signification portion of the lead included electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mention observations and typical wear and explant related observations, no other anomalies were identified for the returned portion of lead.

Manufacturer narrative:
B3. Date of event, corrected data: follow-up report #01 inadvertently left blank. B5. Describe event/problem, corrected data: follow-up report #01 inadvertently left out product analysis results for generator. B6. Relevant tests/laboratory data, corrected data: follow-up report #01 inadvertently left out product analysis results for generator.

Manufacturer narrative:
Date of event, initial report: inadvertently listed the wrong event date.

Event description:
The patient passed away after having a suspected seizure, but there was no obvious cause of death found. The patient's vns device was explanted due to their death and possible sudep, which is reported in MFR. Report #1644487-2020-00624. The explanted lead has been received by the manufacturer, but product analysis has not been completed to date. No additional relevant information has been received to date.

Event description:
Physician reported that the patient presented with high impedance and low output current. X-rays were performed and no visible lead breaks could be seen per the physician. The referenced x-rays have not been received or reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No additional or relevant information has been received to date.